Event description:
It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. A baseline effusion located behind the left atrial appendage was noted before the procedure began. As the procedure continued the was was positioned in the laa and the closure device was inserted into the was. The closure device was deployed in the laa and it was noted to be extremely distal. A contrast shot was performed and the physician believed that the feet were through the back wall of the appendage. At this time the pericardial effusion began to grow in size and cardiac tamponade occurred. A partial recapture was performed to bring the device more proximal. The device was then redeoplyed in the laa. A pericardiocentesis tray was prepared and a drain was inserted. The blood pressure of the patient dropped at this point in the procedure. The anesthesia started several pressors. Fluid was being drained from the pericardium while the physician checked the release criteria of the device. The criteria was met and the device was implanted in the laa. The physician brought the was back to the right side of the heart, gave protamine to the patient and drained over a liter of blood. The pericardial effusion became stable at this point. The patient was observed for 10 minutes before it was noted that the pericardial effusion was back. More fluid was drained from the patient and the decision was made to bring the patient to the operating room. A sternotomy was performed which noted that the anchors of the device had gone through the base of the appendage. The physicians patched the appendage, left the closure device in and closed the patient up. The patient recovered from these events and has been discharged home.